Manufacturer narrative:
(B)(4). Results of investigation: a carefusion remediation team technician evaluated the device and performed the remediation repair with a new gas delivery engine. There was no issues or problems with the repair. The device passed operational verification procedures and is working within factory specifications.

Event description:
A customer reported to carefusion that an avea ventilator generated "circuit occlusion" and "ext high ppeak" (extended high peak inspiratory pressure) alarms; the ventilator stopped ventilating and the safety valve opened. The customer stated that a continuous audible alarm was present. The issue occurred during the extended systems test. There was no alleged patient involvement associated with the event.